Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4)

Event description:
Customer stated that there was a fractured nitrex nitinol guide wire 0.014x80 in a 6 year old male in picu. The guide wire fractured due to tension with bending at an occlusion that was due to multiple surgeries and catheters. Guide wire tip was severed and became lodged in the saphenous/femoral junction. A retrieval snare was advanced to the site and retracted the guide wire into the sheath in one piece, taking the wire tip with it.

Manufacturer narrative:
This is a correction to the initial MDR with date of this report 09-sep-2015. The initial MDR incorrectly stated "a review of the ma nufacturing records for this device did not reveal any discrepancies relevant to the reported event". A review of the manufacturing records was not performed due to a lot number not being received from the user facility.

Event description:
An investigation was performed on (B)(6) 2015 based on a cd including one image; no guidewire was returned. The review of the image provided indicates the guide wire was advanced into a constraint condition and sustaining a fracture following subsequent manipulation.